Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Authors: dennis w. X. Zhu md, facc, fhrs, matthew m. Chu bs, andrew j zager bsn, chad m. House bs, rdcs, fase, min xi phd, emily w. Zhi, leah l. Zhu, kristen a lavell rn, william b. Nelson md, phd, facc. Journal: j cadiovasc electrophysiol. 2019;1-8 wileyonlinelibrary.com/journal/jce. Title: inappropriate noise detection in tendril family pacing leads. UDI not included as multiple products and model numbers were involved in this event.

Event description:
It was reported by dennis w. X. Zhu md in journal cardiovascular electrophysiology that a study was conducted with 1063 tendril leads that were implanted in 869 patients with model numbers 1688, 1788, 1888, and 2088. According to the report, the study showed that the leads had either exhibited noise, abnormal impedance, loss of capture, or an insulation breach. Affected leads were either explanted and replaced however, most of the patients with affected leads were asymptomatic and were managed conservatively.